Event description:
It was reported that the pump intermittently did not annunciate blood glucose alerts as intended. There was no adverse impact to the customer's blood glucose level. Customer initially did not take specific actions, and technical support had customer change alert volume to high, advised continued monitoring, and requested follow-up if issue occurred again.